Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not fully retract. The following information was provided by the initial reporter: product concern ticket number: (B)(4) date of incident: (B)(6) 2024 concern description: 18 g IV needle did not fully retract. Risk of needle stick injury for tech. Occurrences: 1 ea. No adverse event reported.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381844 and lot number 3145631. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.